Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The patient stated the infusion set pooling under the cannula. The patient reported pooling spots on thighs and upper abdomen. The patient went to an emergency room due to injection site infection and was given intravenous antibiotics as a treatment. No further information available.